Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical test performed. This device was explanted for medical reasons. The device passed the electrical tests performed. This older device configuration is not currently manufactured.

Manufacturer narrative:
The recipient has been reimplanted with another advanced bionics cochlear device and is reportedly progressing well.

Manufacturer narrative:
On (B)(6) 2015, exploratory surgery uncovered an abcess, infection, and biofilm surrounding the device. The recipient's device was explanted. The recipient was prescribed IV antibiotics (vancomycin) for 6-8 weeks and was hospitalized from (B)(6) 2015 to (B)(6) 2015. The recipient will be reimplanted at a later date.

Event description:
The recipient is reportedly experiencing loss of lock and swelling at the implant site. Two 7 day courses of anti-inflammatory were prescribed. External equipment was exchanged, however, the issue was not resolved. Exploratory surgery to confirm device function is scheduled.

Manufacturer narrative:
.